Event description:
It was reported that the readings from the patient electronics device were 7-8mmhg higher than readings taken with the cardiomems hospital system. The site reported they believe the patient was over-diuresed while treating to the readings obtained from the patient electronics device. The diuretics prescribed to the patient were causing them to get dizzy per the physician. The patient electronics device was replaced. The patient is home and feeling well with no further episodes of dizziness.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic testing. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.9 mhz during the review of the applicable reading(s). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.